Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the pacing lead exhibited damage and was difficult to place due to "poor myocardial condition of the patient". The lead was replaced. No patient complications have been reported as a result of this event.